Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced insufficient meal dosing after meal announcements, with postprandial hyperglycemia up to 240 mg/dl despite declaring usual meals and not pausing the system; the user noted historical meal doses of approximately 5 units prior to ilet and current automated meal doses between 3 and 5 units and allowed the system to autocorrect. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included continued therapy without emergency care, or hospitalization. Investigation included case triage and transfer for clinical review and user education. Investigation of this case revealed that the device was functioning and delivering automated corrections as designed, with the concern centered on perceived incorrect meal size estimation and resulting meal bolus amount rather than a hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors related to meal announcement sizing and system adaptation rather than a device failure.